Event description:
It was reported that on (B)(6) /2011 the patient presented in the emergency room with symptoms of lightheadedness and fatigue. Attempts to interrogate the pulse generator failed. During magnet placement, there was no pacing, only sinus bradycardia. Further interrogation on (B)(6) 2011 resulted in a message stating that the device was in backup vvi mode. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no output or telemetry due to premature battery depletion. After replacing the battery and downloading the product code, normal function ensued.